Event description:
It was reported that during unpacking of a hi-torque balanced middleweight (bmw) guide wire, the guide wire was found kinked. The bmw was set aside and another bmw universal guide wire was used to complete the procedure. There was no patient involvement or no significant delay in the procedure reported. There was no additional information provided. The returned guide wire was separated.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink was unable to be confirmed; however, it was noted the guide wire was separated at what was likely the kink location. Based on a visual and functional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Sem results suggest that the fracture may be attributed to ductile overload at a bend. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.